Manufacturer narrative:
(B)(4)

Event description:
Per the audiologist, it was reported that the patient experienced a soft tissue reaction at the implant site. Subsequently, the patient was treated with oral antibiotics in (B)(6) 2016 (specific date not reported). On (B)(6) 2018, the patient underwent revision surgery in order to convert the patient to a subcutaneous baha implant system. During the procedure, the cover screw was removed and a magnet placed on the internal fixture.